Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (B)(4).

Event description:
It was reported in an abstract of the article titled, "complications reported for the patient implanted a cvc port via internal jugular vein under ultrasound guidance " that in a study of 191 patients underwent a port catheter placement via the internal jugular vein under ultrasound guidance after 2010 for chemical therapy and nutritional administration, intraoperative and post implantation complications occurred. As an intraoperative complication, hypoxemia with aspiration pneumonia (one case) and chronic obstructive pulmonary disease (copd) was reported resulting in decrease of spo2, which required an additional intervention (ventilator management) the post implantation complications were occlusion (six cases), exposure of the port body (four cases), catheter split (three case), venous thrombus (one case), catheter kink (one case), redness around the subcutaneous tunnel (one case) and twelve cases required exchange of the catheter. The patients status for the remaining cases was not provided.